Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy needles was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy needles incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostar xl device with a 6f after an endovascular aneurysm repair (evar) procedure. Reportedly, during the deployment of prostar xl device, three needles were removed with a clamp but the fourth one was stuck and could not be removed. The needle back down procedure was performed to reinsert the fourth needle in the prostar xl device and the device was removed. The device was replaced with another prostar which was deployed without a problem and full hemostasis was achieved. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.